Event description:
It was reported that during a cranial procedure conducted at the user facility the software was showing an inaccuracy up to 1 cm deep. The procedure was completed successfully without any adverse consequences, delay, medical interventions, or patient involvement.

Manufacturer narrative:
The reported event of inaccurate navigation cannot be confirmed based on device evaluation. A review of the patient folders did not identify the reported issue.

Event description:
It was reported that during a cranial procedure conducted at the user facility the software was showing an inaccuracy up to 1 cm deep. The procedure was completed successfully without any adverse consequences, delay, medical interventions, or patient involvement.